Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing blood glucose (bg) levels in the 200s mg/dl. A correction bolus via a non-tandem pump was delivered to address the bg level. The customer did not know the cause of the high bg. The customer reverted to using a non-tandem pump to manage diabetes. The customer declined tandem technical support's offer to troubleshoot.